Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a onetouch ultra meter, performed within 30 minutes of each other. The comparisons proved were: 191 v 164 mg/dl, 156 v 106 mg/dl and 136 v 106 mg/dl. This complaint is being reported because some of the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.